Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms over the past couple of months. No intervention or changes were made and the patient will continue to be monitored. The rv lead remains in service and there were no adverse patient effects reported.